Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Corrections: h6 - annex g. Summary of event: as reported, during a flexible ureteroscopic lithotripsy in the left kidney, an 'ncircle tipless stone extractor' was removed from the packaging, tested prior to use, and found the basket could not close. There was no patient contact. Another device from the same lot was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. A document-based investigation evaluation was performed. A search of the device history record found one (1) related non-conformances reported for lot 15076383 for 'inadequate glue'. A complaint history database search showed 13 related complaints associated with the failure mode for the complaint device for lot 15076383. The large number of complaints indicate an issue occurred with the manufacturing of the lot. The lot was placed on stop-ship and containment and field action activities were performed for the device lot. The information provided upon review of the device master record (dmr) and DHR suggests that there is evidence the device lot [15076383] was manufactured out of specification. There is evidence of non-conforming devices in the field; there is no evidence of non-conforming devices in-house. Cook also reviewed product labeling. The IFU [t _ ntse_ rev1] did not provide any information related to the reported issue. Functional tests and visual inspection of the returned complaint device were also conducted. One, 'prior to use', 'ncircle tipless stone extractor' was returned for investigation; the handle could not actuate the basket formation, the support and basket sheaths were detached, and minimal glue adhesive was present on the basket sheath. Based on the investigation of the returned devices and large number of complaints reported from the product lot, it was determined the cause of the issue was due to a manufacturing issue; there was not enough glue adhesive placed on the support sheath/basket sheath joint to properly secure the components in place. The operator who performed the gluing operation is no longer employed at cook. A review of the lots that the operator performed work on showed this was the only lot where that operator had performed the gluing operation. Containment and field action activities were performed for the device lot. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer name and address = phone number: (B)(6). G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a flexible ureteroscopic lithotripsy in the left kidney, an ncircle tipless stone extractor was removed from the packaging, tested prior to use, and found the basket could not close. There was no patient contact. Another device from the same lot was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence.